Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down and restarted when threshold or sensing testing was attempted during an magnetic resonance imaging (MRI) check. It was further reported that an error message appeared indicating a serious programmer problem and directing the user to perform a power cycle and to contact the manufacturer. Power cycling was attempted but did not solve the issue which was experienced three times. No patient complications have been reported as a result of this event.